Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed cracks on the top case, and right and left plunger. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be leadscrew does not operate as intended as a result of normal wear. The pump is over five years old. Actions taken to mitigate the reported issue: replaced leadscrew also replaced clutch halves (clutch halves should be replaced also when leadscrew was replaced). Performed occlusion test and all functional tests which passed.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.